Event description:
It was reported that the patient underwent uneventful mechanical thrombectomy procedure using the retrieval device (subject device) and the microcatheter to treat a m1 middle cerebral artery occlusion. However, after the procedure, the patient suffered a reperfusion hemorrhage and the same day the patient died. The physician stated that the patient's death was not related to the devices and it was unknown if there was any relationship between the death and the procedure.

Event description:
It was reported that the patient underwent uneventful mechanical thrombectomy procedure using the retrieval device (subject device) and the microcatheter to treat a m1 middle cerebral artery occlusion. However, after the procedure, the patient suffered a reperfusion hemorrhage and the same day the patient died. The physician stated that the patient's death was not related to the devices and it was unknown if there was any relationship between the death and the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.